Manufacturer narrative:
The getinge field service engineer (fse) confirmed that the display screen was distorted during the inspection. It was thought that there was a poor contact between the video receiver board inside the display and the flat cable, so the fse confirmed the connection of the parts and cleaned the connector, and the problem was resolved. Afterwards, the fse checked the operation and found that the device was in good condition. It was recommended to replace the repaired parts if the problem recurs.

Event description:
It was reported that during inspection by a getinge field service engineer (fse), the cs300 intra-aortic balloon pump (iabp) unit had disturbances on the display screen and the display screen was distorted. There was no patient involvement.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during inspection, the cs300 intra-aortic balloon pump (iabp) unit has disturbances on the display screen. There was no patient use.